Event description:
Caller reported damage to the pump housing around the usb port, which affected their ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, and the customer opted to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.